Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to stress urinary incontinence and grade I cystoscopy. The patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent extensive anterior vaginal repair with graft reinforcement using suspend, pubovaginal sling with suspend, cadaveric fascia lata 2 x 12 cm and cystoscopy on (B)(6) 2015 by (B)(6) due to anterior vaginal compartment prolapse and stress urinary incontinence.

Event description:
Details: it was reported that the patient underwent extensive anterior vaginal repair with graft reinforcement using suspend, pubovaginal sling with suspend, cadaveric fascia lata 2 x 12 cm and cystoscopy on (B)(6) 2015 by (B)(6) due to anterior vaginal compartment prolapse and stress urinary incontinence.